Event description:
It was reported that air leaks from the inflation line. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) sample was returned without its original packaging. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. Damage was detected in the inflation line subassembly. According to the damage detected during the visual inspection, the failure mode in the reported complaint was confirmed however, a root cause was not determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.